Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of poor insufflation was confirmed however the allegation of poor image was not confirmed. The device evaluation found foreign materials in the jet channel, the plastic distal end cover and the bending section cover. In addition, the evaluation found the following; the nozzle was missing, the charged coupled device cover lens was cracked, the light guide cover lens glue had discoloration, two distal end lens glue had discoloration, the charged coupled device cover lens glue had discoloration, the plastic distal end cover had discoloration, the distal end adhesive area diameter was out of specification, the bending section cover glue had discoloration and a bulge, the bending section cover had deterioration, the connecting tube had discoloration and buckles, the air/water cylinder was corroded, the air /water nut had the painting peeled off, the suction cylinder nut had the painting peeled off, the right/left and up/down knob were corroded, the connector was corroded, the control unit had angulation play, there was no air flow from the jet channel and there was liquid ingress inside the suction connecter evident. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had poor insufflation and a poor image. The issue was found during preparation for use for an unspecified procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found; foreign materials in the jet channel, plastic distal end cover and bending section cover was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the device foreign material was physical damage of the bending section cover. Olympus will continue to monitor field performance for this device.